Event description:
It was reported that the lead integrity alert (lia) triggered for elevated short interval counts (sic) and non-sustained tachycardia (nst) with greater than 220 ms average ventricle-ventricle at the same, that a surgical ablation was performed. The thresholds and sensing were normal and stable after the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.